Event description:
It was reported that the pump touchscreen was dark and would not turn on. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer was able to turn the pump on successfully during troubleshooting. The customer acknowledged that the pump was functioning as intended.